Manufacturer narrative:
Alere determine hiv 1/2 ag/ab combo kit lot 161005 was expired at the time of complaint receipt and investigation and could not be tested; however, this kit had been previously tested within its shelf life (testing date (B)(6) 2017) with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161005 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 161005 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported on a sample tested with the alere determine hiv 1/2 ag/ab combo. The clearview complete (B)(6) test was (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown.